Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to ketoacidosis and high blood glucose over 600mg/dl. The mother mentioned that the belt clip was broken. No further information was provided.